Manufacturer narrative:
Concomitant medical products: syringe tubing, therapy date: (B)(6) 2016. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a communication error occurred 1 to 2 hours after starting infusions. There was no report of patient harm. Received a copy of the customer's medwatch report which states "the carefusion alaris system large volume pump and syringe pump started alarming communication error 1-2 hours after the infusions started. The error message interrupted the carrier ivf with epi and norepi running at a rate of 0.31 mcg/kg/hr. The syringe pump with a heparin infusion running was also interrupted when this communication error occurred. The infusions were restarted as quickly as possible to try to maintain patient stability, but within a few minutes the pumps started alarming again with the same message. The infusions were moved to a different pump at this time and resumed. The infusions were restarted quickly enough both times and avoided any major harm to the patient, but there were changes in the blood pressure while we were having problems with the pumps. This facility has had multiple problems with the devices and has been in communication with the manufacturer. The problems persist."

Manufacturer narrative:
The customer¿s report of a communication error was confirmed. Physical inspection of the device noted signs of an unknown white contaminate on the source pcu male iui connector. Further analysis of the connector using eds (energy-dispersive x-ray spectroscopy) confirmed peaks of sodium (na) and magnesium (mg). The source of the sodium and magnesium is not known. Dull areas on the iui connectors were also observed, however further analysis determined that the dull areas had prominent peaks of gold (au). No other prominent peaks were observed. Review of the event log shows that on (B)(6) 2016 at 2:22:57 pm the pcu was powered on, the pump module was added as channel c and the syringe module was added as channel d. At 2:23 pm the pump module was programmed for using guardrails IV fluids for the fluid ivp floor stock (wt=40-59.9 kg). A rate of 20ml/hr with a vtbi of 900ml were entered and the infusion was started. A short time later the syringe module was programmed for a heparin drip, 750unit/1ml. The patient weight of (B)(6) was entered, the dose of 20unit/kg/h (rate=1.33ml/hr) was programmed with a vtbi of 50ml, and the infusion was started at 1.33ml/hr. At 4:22 pm a channel disconnect/communication error event occurred on both the pump module and the syringe module . Both devices continued to infuse at the previous programming parameters and communication error scrolled across the display. The user acknowledged the channel disconnect alarm by pressing the confirm key on the pcu . The user attempted to power off both modules by pressing their respective channel off keys, however the devices continued to infuse. At some point the syringe module was removed, however the exact time could not be determined. At 4:24 pm a second channel disconnect/communication error event occurred. The pump module continued to infuse at the previous programming parameters and communication error scrolled across the display. The syringe module was still not attached at this point. At 4:28 pm a third channel disconnect/communication error occurred. The syringe module continued to infuse at the previous programming parameters and communication error scrolled across the display. The user acknowledged the channel disconnect alarm by pressing the confirm key on the pcu. The pump module was not actively infusing at the time of this channel disconnect. No further channel disconnect events were recorded in the logs. Functional testing was performed on the devices and after considerable manipulation no errors occurred. The root cause of the customer¿s report of communication errors is suspected to be due to contaminated inter-unit-interface (iui) connectors.